Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure with vertebral artery access using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the physician performed a contrast injection successfully. Subsequently, while performing another contrast injection, the physician noticed bubbles in the hub and in the syringe, and there was inadequate flow in the benchmark. The physician then noticed the proximal end of the benchmark to be cracked. The physician fixed the crack with derma bond and completed the procedure using the same benchmark. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned benchmark confirmed that the catheter was fractured distal to the hub underneath the strain relief. If the benchmark is manipulated at an extreme angle during use, damage such as a kink and subsequent fracture may occur. This damage likely contributed to the leak observed during the contrast injection. Further evaluation revealed material around the strain relief. This damage was incidental to the reported complaint and likely occurred from an attempt to repair the fractured location during the procedure as mentioned in the complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.